Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Unexpected return. The IV tubing set was broken at the male luer.

Manufacturer narrative:
An unexpected return confirmed a male luer collar break. Visual inspection of the collar confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. The customer did not send in the rest of the set the male luer collar belonged to. The root cause of the male luer collar break could not be identified.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. No further information is available.